Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel in the left forearm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at third inflation for 60 seconds each. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.